Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device under delivered. The patient had returned to the clinic that day to have the pump removed and it was noted that it appeared empty, but the screen displayed ¿stopped¿ and a reservoir volume of 15.1 ml. The total volume was 250.0 ml, with 233.8 ml delivered and 15.1 ml remaining. The caller questioned why the pump appeared empty while the screen still indicated a reservoir volume of 15.1 ml. It was explained to the caller that the remaining 15.1 ml was located within the tubing and the IV bag. The caller reported that the IV bag had been collapsed as if empty, and that there had been fluid¿and some air¿visible in the tubing. The caller had been unaware of any alarm that the patient might have received. It was explained that the pump would continue to run until reaching 0.0 ml, at which point it would alarm with ¿res vol empty.¿ the caller stated that they would contact the patient to determine whether an alarm had occurred or if the pump had been manually stopped. Diagnostics on the pump were offered, and the caller requested that this be performed. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. There was no reported patient injury.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.